Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no signs of external damage. Event log history was performed and indicated that battery communication timeout was recorded in history. During analysis, battery communication timeout was noted at power up, all battery values were zero. It was noted that the interconnect board does not operate as intended and was the cause of the reported issue. Service replaced the interconnect board, also replaced counterfeit battery to correct the reported issue. Service also performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had bad interconnect board. No adverse effects were reported.